Event description:
It was reported that a patient, (B)(6) year old, female, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required a pericardiocentesis. The patient¿s medical history is unknown. A pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and 200cc of fluid were removed. The patient was reported to be in stable condition. Upon request, additional information was provided on the event. The event occurred during the procedure. A transseptal puncture was performed. No ablations had been performed. The issue occurred during the transseptal puncture phase. There are no other factors that might have contributed to the event. No error messages were observed on the biosense webster equipment during the procedure. The patient received anticoagulation in the procedure. The act was maintained at 220. The patient did require extended hospitalization. The physician¿s opinion regarding the cause of this adverse event is that it was procedure related.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/8/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). (B)(6). Concomitant products: carto 3 system, model #:m-4800-01. Serial #: (B)(4). Smartablate generator, model #:unknown, serial #:unknown. Smartablate pump, model #: m-4900-08, serial #:(B)(4). Soundstar catheter, model #: m-5723-1,2 lot#: g3027298. C3 ez steer cs with auto ID catheter, model #: d-1263-06-s, lot #: 16101863m. Transeptal needle (distributed product), model #: d-1299-03-s, lot #:unknown. Biosense webster manufacturer's ref. No.'s (B)(4) / (B)(4) are related to the same incident. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient, (B)(6), female, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required a pericardiocentesis. The patient¿s medical history is unknown. A pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and 200cc of fluid were removed. The patient was reported to be in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.